Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter's display was missing segments. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2011 and obtained the following information: the patient indicated he tests three times a day and manages his diabetes with 500mg of metformin twice a day. The patient confirmed that the alleged issue began on (B)(6) 2011 (time unknown). After the alleged issue occurred, the patient clarified he discontinued using the subject meter, continued with his usual dose of medication, and occasionally tested his blood glucose with his wife's meter. On (B)(6) 2011 (time not known), the patient clarified he was feeling "terrible" and could not think straight; the patient indicated he felt as if his blood glucose was "like in the 500's." Prior to the onset of his symptoms, the patient indicated he had not tested with his wife's meter for the past 3-4 days. Home alone and concerned about how he was feeling, the patient clarified he immediately contacted the emergency medical services (ems) himself. The patient indicated he was transported to the emergency room (ER) by ems and he does not recall what his blood glucose result was with the ems's meter. During the patient's time in the ER, he clarified he obtained an elevated reading with the ER's meter (result unknown) and was administered an unspecified amount of insulin by a health care professional (hcp) as treatment (time unknown). The patient indicated he was released from the ER ten hours later. During troubleshooting, the customer service representative noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims he was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.